Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 1811166 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither a physical sample nor a picture sample was available for return, our quality engineer team was unable to complete a thorough sample investigation. Based on the provided customer feedback, our quality team concluded that the reported defect could have been produced within the primary packaging machine. Within the manufacturing plant, the film and the paper components of the package are sealed by pressure and temperature; both of these parameters are controlled by the machine operators and verified through in-process inspections. It is possible that the sealing force was low, causing the package to be compromised during transit or handling. At this time, further action has not been determined necessary; however, our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. Investigation conclusion: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2012 (november 17th ¿ 19th, 2019). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the film lot #757290, and no problems, defects or qn related to the reported issue were found. We have also reviewed the top web lot #59349, and no problems, defects or qn related to the reported issue were found. Conclusion(s): no picture or sample available for evaluation. Based on the customer feedback and after the discussion of the reported issue with our manufacturing technicians, we can conclude that the reported non-conformance could be produced in the primary packaging machine. In bd (B)(4), the film and the paper of the unit pack are sealed by pressure and temperature in the sealing die of the packaging machine. Both parameters are controlled by our operators and samples verified as part of in-process inspections in order to confirm absence of sealing defect in the product. There is a negligible probability that the sealing test presented low values but within specifications during the manufacturing checking process, and blister presented after low sealing force, produced because of some inappropriate transport or handling of the product. We can state the sterility of our products is guaranteed. Root cause description: a review of the p-eura 10000137615 (¿packaging peura sterile product (B)(4)¿) indicates that the potential risk of the reported event was assessed appropriately in the fmea documentation. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that syringe 5ml ls 22x1-1/4 dn emerald had damaged packaging which compromised the sterile barrier. The following information was provided by the initial reporter: "the child was given infusion in the pediatric emergency department due to fever. When the nurse dispensed the medicine, she found that the syringe (5ml) package was not sealed well, so she replaced it with a new one without causing adverse consequences to the patient ."